Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Device 5 of 5. Reference MFR. Report#: 3006705815-2020-30834; reference MFR. Report#: 3006705815-2020-30835; reference MFR. Report#: 3006705815-2020-30836; reference MFR. Report#: 1627487-2020-30473.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 5 of 5. Reference MFR. Report#: 3006705815-2020-30834, reference MFR. Report#: 3006705815-2020-30835, reference MFR. Report#: 3006705815-2020-30836, reference MFR. Report#: 1627487-2020-30473. It was reported purulent discharge and inflammation were initially present at the patient's ipg and lead sites. The patient was later diagnosed with an infection at their ipg and lead sites. As a result, the patient's scs system was explanted to address the issue.